Event description:
It was reported that the external pulse generator (epg) turned off within three seconds of the battery being removed. Troubleshooting steps were attempted, but the epg still turned off within two seconds of the batteries being removed. The current status of the epg is unknown. No patient complications have been reported as a result of this event.